Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report a repeated no delivery alarm during bolus. The customer's blood glucose reading was 160 mg/dl. The customer performed troubleshooting and after disconnecting the reservoir and reconnecting, insulin exited with manual prime. The customer was informed that the insulin pump was working as designed and that the alarm was caused by a set or reservoir occlusion. Nothing was replaced or returned.